Event description:
The manufacturer received information alleging a ventilator was alarming for "service required" alarm conditions related to the device's oxygen blending module board. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm conditions related to the device's oxygen blending module board. The device was returned to the manufacturer's and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. During the evaluation additional "service required" alarm conditions were observed. The device's power management board and interface board were replaced to address these issues. The device failed to charge its internal battery. The device's power supply was replaced to address the issue.